Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during the archive review but not during functional testing. The root cause for the (ua) 45 error was due to the driveshaft not being at "home position." The error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The driveshaft had been rotated to its home position before returning for service evaluation. However, the observed sticky clutch plate likely caused difficulty for the user to pull up the lifeband completely prior to turning the device on, resulting in (ua) 45. The reported complaint that "the motor/clutch was stuck and there was difficulty returning the lifeband to the home position" was confirmed during visual inspection. The encoder driveshaft did not rotate smoothly and exhibited binding and resistance. The root cause was the sticky driveshaft clutch area, which was caused by burrs in the hex cut out and on the surface of the clutch rotor. The clutch plate will be deburred or replaced to remedy the issue. Upon further visual inspection, no other physical damage was observed on the platform. The power distribution board is up to date. The archive data indicated (ua) 45 error messages on the event date: thus, confirming the customer's reported complaint. The autopulse platform passed the initial functional testing without any fault or error. The customer has received a replacement platform. The autopulse platform (sn (B)(6)) will be stored for future refurbishment sale order requests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) performed as intended when tested with the manikin. When the platform was paused, the site tried to reset the lifeband but the motor/clutch was stuck and would not release to let the lifeband rehome. User advisory (ua) 45 (not at "home" position after power-on/restart) was displayed. They had two people pulling on the lifeband from the underside of the board, but they could not get the drive shaft to release. They would cycle the board on, try to return the drive shaft to the home position, and if it would not, they would power the platform back off and repeat. If they did this 5-10 times, the drive shaft would eventually return to the home position, and the (ua) 45 would clear. There is no difficulty removing the lifeband once the drive shaft was returned to the home position. The platform will repeat the issue the next time it is run and occurred with multiple lifebands. No patient involvement.